Event description:
After a successful tavr, the 26mm novaflex delivery system was withdrawn from the sheath in the fully unflexed and defaulted position. The hemostatic valve in the sheath appeared to fail, and blood was exiting through the lumen and out the hub of the sheath. It had to be manually plugged until the dilator could be inserted to achieve hemostasis and subsequent closure of the vessel. Closure was routine and the patient did fine. It was thought that the loader was still inserted in the sheath, causing the failure. After discussion, it was concluded that the loader was not within the sheath at the time of the incident.

Manufacturer narrative:
The device was discarded at the site. The affected work orders were reviewed and did not reveal any issues that could have contributed to the event. The manufacturing process of (B)(4) sheaths includes the following inspections to mitigate against hemostasis valve leakage of expandable sheath housing. These inspections are performed by both manufacturing and quality: 100% visual inspection of sheath assemblies under 2.5x magnification for cracks in the housing and damage on the sheath tubing, 100% inspection for valve placement, length and occlusion, looking through top of housing under magnilight to verify valves are placed properly, verifying cross slit valve with a center hole can be seen, all boxed dimensions should be per drawing, all sheaths are 100% leak tested, product verification testing is performed (per sampling plan) for guidewire trackability, and sheath shaft to housing bond strength , sheath housing components (slit valve, disk valve, or duckbill valve) are also sampled for inspection to be free of voids, cracks and misfills per receiving inspection router. These inspections make it unlikely that a manufacturing non-conformance that could have caused the leakage was present in the introducer sheath housing, before the unit left the edwards facility. Since there was no device (or photos) returned for evaluation, no visual/dimensional inspections or functional testing was able to be completed; therefore, complaint could not be confirmed. The DHR review, complaint history analysis, and manufacturing mitigations sections did not reveal any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. Since no manufacturing non-conformances or IFU/training inadequacies were identified, a corrective or preventative action or pra are not applicable. Due to no product returned for evaluation, the complaint of "hemostasis valve leakage in expandable sheath housing" could not be confirmed. Since no labeling or IFU/training inadequacies were identified and complaint history for this trend category did not reveal that the occurrence rates were over control limits for july 2014, no corrective or preventive actions are required.

Manufacturer narrative:
The device was discarded at the site. Edwards continues to investigate